Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited failed printed circuit board. There were no reports of patient involvement.

Event description:
It was observed during device inspection that the video system center's image was interrupted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected information added to b5, and the h6 problem code. Lastly, the e1 of the initial report needs to be corrected. The phone number initially reported should be blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image interruption was as a result of a poor connection to the printed circuit board. Olympus will continue to monitor field performance for this device.